Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device and non-boston scientific leads exhibited high out of range pacing impedance greater than 3,000 ohms, that triggered a lead safety switch, on the right atrial (ra) lead channel. A technical service consultant advised to perform lead integrity testing. The device remains implanted. No adverse patient effects were reported.